Event description:
It was reported that material separation occurred, requiring additional intervention. A .038 j accustick accessories was selected for use. During the procedure, after gaining access, the accustick sheath was introduced over the wire. The patient's skin and tissues were tough, so an additional skin nick was made. The sheath was then advanced. Upon removal of the sheath, fluoroscopy revealed that the radiopaque marker had detached from the sheath tip and remained in the lateral flank soft tissue. The marker was successfully retrieved using forceps. The patient is expected to fully recover.